Event description:
It was reported that the device would not recognized an attached cassette. No adverse effects to patient reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of not recognizing cassette was not verified. The event log did not show the error. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.